Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient only used the unit one time. The patient stopped using the unit due to pain in her back and never called her doctor or sales representative about the pain. No further information was provided.

Manufacturer narrative:
Additional information in fields: b4: date of this report, b5, d9: returned to manufacturer date, h4: device manufacture date, h6: method, results, conclusions. Corrected information in fields: b2: outcomes attributed to adverse event, b3: date of the event, patient information: age at time of event. The spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The spinalpak stimulator compliance data was downloaded on (B)(6) 2025. The compliance data indicates the unit treated for 0 days 0 hours and 0 minutes. Review of the DHR indicates that unit was manufactured on (B)(6) 2023. There were no non-conformances or deviations reported on the DHR and a copy is included in the product information section. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 15.4 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿¿pass¿. The measured output amplitude was 5.6 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿¿pass". All tests/inspections were completed using tektronix oscilloscope ID (B)(4) with calibration due on (B)(6) 2025; and tf1930 s/n (B)(6) with a calibration due date of (B)(6) 2025. Test/inspections were completed by the quality department on (B)(6) 2025. Review of complaint history identified (B)(4) total complaints from ((B)(6) 2023) to ((B)(6) 2024) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. (B)(6) medical will continue to monitor for trends.

Event description:
It was reported that the patient only used the unit one time. The patient stopped using the unit due to pain in her back and never called her doctor or sales representative about the pain. No further information was provided. It was later reported that using the device kept the patient up at night. The patient only used the unit one time. The patient stated she was in pain for 4 days after using the device. The patient clarified that she is in constant pain even without the device at a 9.5 out of 10, but using the stimulator made the pain worse. The patient had not returned to the doctor because she thinks the doctor messed up her operation. The patient stated that she has had to retire and stated the device does nothing for her. The patient wants to return the device. No further information was provided.